Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550-600 mg/dl, and a high ketone level identified as dangerous by healthcare provider. Reportedly, the customer was new to the pump, and did not know how to correctly deliver a bolus. Additionally, it was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.

Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.